Event description:
Reporter alleged discrepant blood glucose results of 110 mg/dl back to back with a result of 241 mg/dl when testing was performed three minutes apart on the aviva system. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.